Event description:
Reportable based on the product analysis completed on (B)(4) 2014. It was reported that during a ventricular tachycardia treatment procedure, steering wire broke and were no longer able to curve the catheter. The target lesion was located in the left ventricle. The physician was using an intellatip mifi xp 7/110/2.5/8-8 k2), anytime the handle of the catheter was moved they would get a bad noise on the electrograms and had to remove it. A second intellatip mifi xp 7/110/2.5/8-8 std was advanced but looks like the steering wire snapped as they were no longer able to curve the catheter. The procedure was not completed due to this event. There were no patient complications reported, the ventricular tachycardia not able to cured but the patient is believed to be fine. However, the returned product analysis revealed that the third ring adhesive was broken/lifted.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device has the third ring adhesive damaged. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves failed the dimensional test. The device was disassembled and blood was found in the handle. Also, blood was found along and inside the shaft. The guide coil was collapsed near to the proximal section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).